Manufacturer narrative:
Trackwise # (B)(4). The device was returned with the cannula, to the factory on 13dec2019 and investigated on 17jan2020. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the cannula shaft, tip, and handle of the cannula. Specks of blood was observed on the handle of hp1 device, near the toggle switch. The insulation on the cold jaw was half way torn. The heater wire was observed to be slightly flexed at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. Based on the condition of the device as found, the reported complaint was confirmed for "peeled jaw¿ and confirmed for the analyzed failure ¿material twisted/bent.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro brook off. The issue was with the silicone hemopro jaws on just one side. End user noticed one side had broken apart on the silicone but did not come off. It was still connected at the proximal end of the jaw, but the distal end had disconnected from the device. Nothing completely broke off in the leg. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro brook off. The issue was with the silicone hemopro jaws on just one side. End user noticed one side had broken apart on the silicone but did not come off. It was still connected at the proximal end of the jaw, but the distal end had disconnected from the device. Nothing completely broke off in the leg. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). The device was returned for evaluation. A follow up report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro brook off. The issue was with the silicone hemopro jaws on just one side. End user noticed one side had broken apart on the silicone but did not come off. It was still connected at the proximal end of the jaw, but the distal end had disconnected from the device. Nothing completely broke off in the leg. A replacement device was used to complete the procedure. The hospital did not report any patient effects.